Manufacturer narrative:
The complaint history and product history records were reviewed and documentation indicates the product met release criteria. The product investigation could not identify a root cause. There have been five other similar complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the tip of the cartridge split/splayed in a way that the surgeon felt it was unsafe and removed the cartridge with the lens partially engaged. The lens was then reloaded and it happened again. Lens was successfully implanted with the second attempt. The event resolved without treatment. There was no unplanned medical or surgical intervention. The lens remains implanted. Additional information was provided by the surgical technician, who indicated the use of both an automatic delivery system and a manual delivery system. Two attempts were made to delivery the same iol during the same procedure with two different delivery systems and 2 cartridges from the same lot. There are two medical device reports associated with this one patient, one procedure. This report is for one of two cracked cartridges. It is unknown which delivery system was used with this cartridge.